Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: apr 15, 2026 section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the suspect intraocular lens (iol) was received cut in half. The lens was cleaned and marks were found on the lens surface. The physical characteristics of the lens matched a drt model lens. No other issues were identified and no further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: upon review, it was identified that an incorrect code (213) was entered in section h6 (investigation findings) instead of the appropriate code (3221). This supplemental MDR is to correct that information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: male section a-4 patient weight: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drt300 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of glare, the iol was explanted in a secondary surgical procedure and replaced with a diu300 18.5 iol. There was no incision enlargement, no serious patient injury, and no vitrectomy during the iol explant procedure however, unplanned sutures were required. The sutures were used for prophylactic measures. Patient prognosis post-lens exchange was reported as good and visual acuity was 20/25. No further information is available.